Event description:
It was reported that the patient was admitted to the hospital for a fall and the initial electrocardiograms showed occasional ventricular pacing spikes without capture resulting in brief pauses. The atrial lead was also noted to have high capture threshold. The patient was noted to have severely slow ventricular activation and repolarization with prolonged qrs and qt intervals. The physician thought the patient had propafenone toxicity. The medication was witheld and significant changes in the qrs and qt duration were noted. Both the atrial and ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5068-45 implantable pacing lead, (B)(6) 2000. Addr01 implantable pulse generator, (B)(6) 2011. (B)(4).